Event description:
It was reported by the customer that their insulin pump was alarming threshold suspend. Blood glucose level was 116 mg/dl at time of reporting and customer was treating with food. During troubleshooting, customer verified settings. Advised customer on how to change settings and device is working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).